Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, an error occurred with the smartfreeze cryoablation cable. The device could not be used. Due to this issue, the procedure was cancelled after the patient had been sedated. No patient complication occurred. The device is expected be returned for analysis.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, an error occurred with the smartfreeze cryoablation cable. The device could not be used. Due to this issue, the procedure was cancelled after the patient had been sedated. No patient complication occurred. The device is expected be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Microscopic images show no damage. The device was assessed with an pressure decay system to determine if any potential leak paths existed and it gross leaked on the high pressure for both ends. The device was connected to the smartfreeze gold system in attempt to recreate the error observed in the field. A 120 second ablation was attempted on each end however, an obp error occurred when inflating the balloon.